Event description:
It was reporting that during device preparation, resistance was felt removing the yellow protective sheath from the 3.5x15 nc trek rx dilatation catheter thereby making the device unusable due to elongation and distortion of the balloon. There was no patient involvement and no clinically significant delay in the procedure due to the issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.